Manufacturer narrative:
Pt info: unknown/ not provided. Email address: unknown/ not provided. Device evaluation: one (1) device was returned within its original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Upon performing the suction test, plunger stroke was decreasing and not creating enough vacuum. Reported issue was confirmed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the information obtained, product malfunction and product deficiency were confirmed. Failure investigation will be performed and upon completion of the review if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that they experienced suction loss with the patient interface (pi) during laser firing. Procedure was completed successfully. There was no patient injury or surgical intervention needed.